Manufacturer narrative:
Investigation summary: bd received one photo for investigation. After review and analysis of the customer photo, hemolysis is seen on the tube on the right side of the photo. Two batches were mentioned in the complaint, but only one defective tube was photographed, and it is not indicated which batch the defective tube belongs to. Therefore, bd will assume the defect applies to both batches. A total of 30 retained samples for batch: 4199749 were visually inspected, and none of the samples showed additive defects. Similarly, a total of 30 retained samples for batch: 4173403 were visually inspected, and none of the samples showed any visual defects. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4173403 and 4199749, for the indicated failure mode: hemolysis based on customer photo analysis. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 7 tubes across two lot numbers exhibited hemolysis. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4173403. D4. Medical device expiration date: 31-may-2025. D4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 21-jun-2024. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 7 tubes across two lot numbers exhibited hemolysis. No adverse impact was reported regarding the patient or user.